Manufacturer narrative:
The returned valve was returned at pl=0.5. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It also met the requirements for patency, reflux, siphon, pressure-flow, preimplantation and leak testing. Proteinaceous debris was noted within the interior and exterior of the valve. Since the valve was implanted, debris within the valve may have temporarily interfered with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was originally indicated that the reporting physician was sally crookes. It has been corrected to reflect the actual reporting physician dr. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata valve was implanted on (B)(6) 2014. It was also reported that the valve was explanted on (B)(6) 2015 due to the valve changing its settings after being programmed. According to the report, the valve would be programmed and after half an hour, the valve settings had changed. Patient history: it was reported that the patient had hydrocephalus following meningitis in 2005. According to the report, the patient was implanted with a shunt from an unknown manufacturer in (B)(6) 2005. It was also reported that the patient had an intermittent shunt malfunction in (B)(6) 2006 and a lesion was found on the anterior half of the corpus callosum in (B)(6) 2007. Reportedly, the patient underwent shunt revision of an unknown manufacturer in (B)(6) 2008. In (B)(6) 2008, the patient's shunt was removed due to post meningitic hydrocephalus and an evd was placed. The report stated that the patient had a new shunt from another manufacturer placed on an unknown date and in (B)(6) 2012, the patient underwent shunt revision and the shunt was replaced with a strata ii valve and set at 1.5. In (B)(6) 2013, the patient's strata valve was adjusted to 2 because the patient was experiencing low pressure headaches. In (B)(6) 2013, the patient's valve was adjusted to 2.5 because of low pressure headaches. Reportedly, in (B)(6) 2013, a shunt assist was added because of high pressure headaches and on (B)(6) 2013, the shunt valve was reduced down to 1.5 and tapped twice to relieve symptoms of worsening headaches. According to the report, the valve was explanted on (B)(6) 2014 and a replaced with another strata valve set at 1.5.